Event description:
The device was used during a CABG procedure. Reportedly, the needle broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.